Manufacturer narrative:
The suspect medical device is expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress. A follow-up report will be submitted once the evaluation is complete. A good faith effort of 3 or more attempts to collect additional information regarding this event has been successfully completed in a timely manner. No additional information about this event has been provided to the device manufacturer.

Event description:
The account alleges that an aspiration catheter detached within the patient's distal rca,/pda branch. The foreign body was not retrieved by the physician. No additional medications or surgical interventions necessary.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.

Event description:
The account alleges that during an emergent stemi aspiration atherectomy procedure attempt of the patient's posterolateral branch [plb] the aspiration catheter and asahi prowater guidewire could not be advanced into the targeted lower right coronary artery. The account alleges that during an emergent stemi aspiration atherectomy procedure, a asahi prowater guidewire was first advanced into the mid-right coronary artery [mrca]. A merit asap catheter was then advanced over the asahi guidewire into the patient's mrca where the physician aspirated several times and successfully removed the targeted thrombus/clot from within the vessel. An additional angiographic image was taken and demonstrated that the patient had developed a new thrombus/clot within the plb during this procedure. The physician unsuccessfully attempted to reposition the merit aspiration [asap] catheter and guidewire into the patient's plb. Both the guidewire and aspiration catheter became stuck together during the vessel insertion attempt. Both devices were successfully removed together from the patient's vasculature as a unit. The physician states that the guidewire was severely bent/damaged after it was removed. No additional medical interventions were attempted. The patient expired in the recovery unit 18hrs later.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.